Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was broken and there were no clips in the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Feeder shoe damaged with clip present in device. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon activation of the trigger, the clips could not be fed into the jaws. In order to evaluate the device's internal components the device was disassembled, upon disassembling of the device the tab of the feeder shoe that interacts with the feed bar was found to be bent causing the found feeding issues. Fifteen clips were found on the clip track. Possible cause for this condition may be the activation of the trigger when a jamming occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.